Event description:
It was reported that this implantable lead is an attempted implant due to abnormal impedance measurements at 2800 ohms and high pacing threshold at 10 volts after the physician tried to repositioned the lead. It was suspected this lead was damaged. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead is an attempted implant due to abnormal impedance measurements at 2800 ohms and high pacing threshold at 10 volts after the physician tried to repositioned the lead. It was suspected this lead was damaged. There were no adverse patient effects. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.